Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized for diabetic ketoacidosis due to high blood glucose of over 600 mg/dl. Customer reported the sensor triggered the threshold suspend when his blood glucose was 176 mg/dl and sensor glucose was 70 mg/dl. This caused the customer's blood glucose to rise overnight. Customer was wearing the device during time of emergency room visit. After troubleshooting, customer will not be returning the device for analysis.